Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that, during intraocular lens implant (iol) procedure, the cartridge damaged the implant. There was a patient contact, however no patient harm was noted. No hospitalization required. The procedure was completed at the same moment by using replaced iol. Additional information has been requested.